Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05230. Follow-up revealed the disconnected lead tail was re-inserted into the header of the ipg on (B)(6) 2015. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05230. It was reported an impedance check was performed and high impedance was found. X-rays were taken and revealed one the patient's lead tails had pulled out of the header of the ipg. Effective therapy was captured via reprogramming. Regardless, the patient will undergo surgical intervention to address the issue.